Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in the development of peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment information was not reported. It was not reported if the patient was retrained on proper aseptic technique. The recovery status of the patient was not reported. At the time of this report, the patient remained hospitalized for the event. Action taken with dianeal and extraneal therapy was not reported. Additional information is not available at this time.